Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regn0240 showed no other similar product complaint(s) from this lot number.

Event description:
Customer reported that the extension of the device swells when infused. Following the altered state of the extension, the device was repaired with a dedicated kit. No other information was provided.